Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis demonstrated 32.5cm distal to the df4 connector pin that the lead body was found squeezed and damaged. In this region the conductor cable leading to the ring electrode was found fractured, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the above mentioned damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further damages such as a stretched rv shock coil, most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 14 months, oversensing on the ventricular channel was reported. The lead was explanted.